Event description:
It was reported that after surgery, it was observed that the battery drive device ¿would not turn on.¿ the event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. Therefore, there were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.